Event description:
It was reported that during an unknown procedure, the scalpel could not cut and coagulate. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked. In addition the tissue pad was damaged and evidence of c form staples imbedded in the tissue pad. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen04 an error code 5 was displayed. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. In addition, the generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Probable causes of tissue pad damaged are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade.